Manufacturer narrative:
(B)(4). Lot 14h025 was manufactured from august 11, 2014 ¿ august 12, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed without incident. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the connection between the blue winged cap and the luer adaptor. This was observed after filling with an unknown drug. There was no patient involvement. No additional information is available.